Manufacturer narrative:
Additional manufacturer narrative: there can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Technique-related factors such as suture looping, where the surgeon inadvertently loops a suture over one of the commissural posts, may restrict leaflet motion. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique-related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. The subject device is not available for evaluation as it remains implanted in the patient; therefore, the root cause of the event cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no manufacturing issues that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a patient with a 21mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of eight years, nine months due to severe aortic stenosis, and leaflet motion restricted. The patient presented with acute on chronic congestive heart failure. The tavr was performed with a 20mm 9600tfx transcatheter valve. The patient tolerated the procedure well was transferred to the recovery room in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.